Event description:
A 3.5mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a 98% calcified lesion in a tortuous right coronary artery. During an attempt to cross the severely calcified lesion, the stent delivery system was pulled back and the stent dislodged from the delivery balloon in the proximal portion of the coronary artery. The delivery balloon was re-inserted through the undeployed stent and it was slightly inflated to remove the stent successfully form the pt. There was no further treatment performed on the lesion. The pt was reported fine post procedure and there are no additional clinical sequelae related to this event. The tortuous vessel and severe calcification likely contributed to the stent not crossing the lesion and the stent dislodgement.